Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si prostatectomy procedure, while using the tenaculum forceps instrument, the customer noted 'broken cable (nothing fell into the patient, no patient harm)' no patient harm, adverse outcome or injury was reported.